Event description:
It was reported that the gem 10dp ckv 4ss 2g 4way stck dehp free experienced component separation, leakage, and blood backflow during infusion. The following information was provided by the initial reporter: I wanted to speak on an issue that I discussed yesterday regarding the current tubing that is being used in the oncology department. The current tubing that we are stocking in our department (item 2423-0007) has concerns that have been voiced to me from the current staff. The staff have stated the tubing is easy to come apart and as many times as the staff tighten the connections around the stopcocks, the connections are always loose. The nurses in the department have to check each connection on the tubing in an attempt to tighten the tubing. We had a incident where the connections came loose during a chemotherapy infusion in two separate places which resulted in chemotherapy being spilled into the floor and blood dripping into the floor from the patient's port. This was a safety hazard in the department because of the chemical spill and a patient safety hazard as well. The lot # for the specific tubing for this incident is (10)20066830. Based on the numerous complaints from staff regarding the looseness of the tubing and the specific incident that occurred, the need to find replacement tubing is greater than before.

Manufacturer narrative:
No product or photo was returned by the customer. It was reported that the connections came lose during a chemotherapy infusion in two separate places which resulted in a chemotherapy and blood spill. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2423-0007 lot number 20066830 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jun2020. There was 1 quality notification about a badly damaged component issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem 10dp ckv 4ss 2g 4way stck dehp free experienced component separation, leakage, and blood backflow during infusion. The following information was provided by the initial reporter: I wanted to speak on an issue that I discussed yesterday regarding the current tubing that is being used in the oncology department. The current tubing that we are stocking in our department (item 2423-0007) has concerns that have been voiced to me from the current staff. The staff have stated the tubing is easy to come apart and as many times as the staff tighten the connections around the stopcocks, the connections are always loose. The nurses in the department have to check each connection on the tubing in an attempt to tighten the tubing. We had a incident where the connections came loose during a chemotherapy infusion in two separate places which resulted in chemotherapy being spilled into the floor and blood dripping into the floor from the patient's port. This was a safety hazard in the department because of the chemical spill and a patient safety hazard as well. The lot # for the specific tubing for this incident is (10)20066830. Based on the numerous complaints from staff regarding the looseness of the tubing and the specific incident that occurred, the need to find replacement tubing is greater than before.